Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose progiide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, the wrong anatomy was not intentional, it was due to the patient challenging anatomical conditions. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an impella assisted interventional procedure. Reportedly, the proglide device snapped at the level of the distal guide. The proglide device was difficult to remove, it was removed using force. Tissue damage occurred. The knot came out with the proglide device. A nick and spread was not performed prior to proglide device insertion. The actuator wire was intact holding the two device pieces together. Another proglide device was used, but the suture was deployed in the subcutaneous tissue. An additional proglide device was inserted into the patient anatomy, but no pulsatile flow was seen at the proglide marker lumen. The tissue tract was deep and the patient had a large pannus. Manual compression was applied for one hour, but hemostasis was not achieved. Surgery was performed to repair the artery and achieve hemostasis. The surgical cutdown revealed the access site was at the bifurcation of the common femoral artery into the superficial and deep femoral arteries. The impella procedure was not performed. There was a two hour clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.